Event description:
It was reported by the patient that they had symptoms of atrial fibrillation (af) following a MRI. According to the patient, medication was prescribed but the patient did not want to take the medication. Follow-up was attempted with the two clinics the patient had been seeing over the period of the report but this was not successful. The patient has an implantable pulse generator (ipg) which remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.